Event description:
The device was returned for sticky pins. The fva pins were observed to have noticable drag prior to testing. While the pump was initially able to complete a mock infusion, an internal investigation found there was excessive contamination on the fva pins. A cleaning was performed and the drag was resolved. No additional damage or fault was identified.

Event description:
The following has been reported: biomed reported: ticket stated, "service needed". Cleaned and tried to run test infusion. Alarmed and would not complete. Patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.